Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoview hemopro vh-3500 plastic piece on one jaw came off inside arm while doing a radial cardio case. Clarification received from the complainant and the plastic portion of the jaw appeared detached, however, it did not fall into the patient¿s tunnel. The jaws were closed during insertion. There wasn¿t resistance with the initial insertion until the jaws were almost at the end. The procedure was completed with another hp device. There were no additional incisions required. No procedural delay was reported. To their knowledge, there was no patient impact.

Manufacturer narrative:
(B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213/67) there were two (2) additional similar complaint(s) reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of ¿nov 2021¿ through ¿feb 2022¿. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period "mar 2020 through feb 2022" was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 02/28/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the jaws. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on the cold jaw was observed to be peeled away from the cold jaw. The peeled silicone insulation was not returned for evaluation. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed.

Event description:
N/a.